Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "the unit stopped to ventilate and went into ambient due to blower failure technical fault (tf) 431001 (blower fault)." No health impact and consequences were reported.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c6 ventilator stopped ventilation and switched to ambient mode due to blower failure. The event occurred during patient use, but no medical intervention was required and no harm was reported. Several attempts were made to obtain confirmation regarding the replacement of the blower module; however, no confirmation has been received to date. No additional information has been received. The case is considered closed.